Event description:
It was reported that device was explanted due to unknown reasons. Implant duration 10 months. No further details were provided. Information learnt from implant patient registry.

Manufacturer narrative:
Device not returned.